Manufacturer narrative:
During the evaluation, the reported issue with the elevator plug was not confirmed. Device examination identified the following issues: the forceps elevator was chipped; the nozzle was discolored; the scope connector indicator was peeling; the control unit was discolored; the adhesive on the bending section cover was cracked; the forceps channel port was sheared; the instrument channel was discolored at its base; and the adhesive around the light guide lens was peeling. The following components showed scratches: connector cover, connecting tube, universal cord protector, universal cord, lock engagement lever and knob, both directional knobs, image guide protector, switch box, scope cover, scope connector, hand grip, adhesive on the bending section cover, and control unit. Functional testing identified the following issues: the bending angle of the up direction was out of specifications and the up/down knob had excess play. Both of these issues were caused by a worn angle wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the investigation and the available information, the gap of adhesive was likely caused by stress of repeated use, external factors, or handling of the device over time. However, the definitive root cause was not determined. The device instructions for use document was reviewed. Review identified the following relevant instructions related to inspection in chapter 3 preparation and inspection, inspection of the endoscope section: "1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. 2. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. 4. Holding the insertion tube gently with one hand, carefully run your fingertips over the entire length of the insertion tube in both directions (see figure 3.2). Confirm that no objects or metallic wire protrude from the insertion tube. Also confirm that the insertion tube is not abnormally rigid." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the evis lucera duodenovideoscope's elevator channel plug was loose. The device was returned to olympus medical for evaluation. During evaluation, a gap was found in the adhesive between the plastic cover and the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.